Event description:
The customer obtained positively biased trop I results on four patient samples and reported one to the floor. Elevated results of this magnitude might lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The investigation concluded that the customer did not correctly apply the vitros troponin I testing algorithm as recommended by customer notification. No patient harm was reported. User error contributed to this event.